Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump malfunctioned after he got into a pool and there was an error but does not recall a code. The customer¿s blood glucose level was 8.5 mmol/l. Customer reported that there was crack on the battery compartment. Customer reported that the insulin pump was completely off. Customer stated that they do hear fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd. Customer was explained that the insulin pump will need to be replaced. Customer was advised to revert to backup plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify bolus stopped alarm due to blank display. Also, received with moisture damage on the motor and force sensor. The device was received with case cracked behind the device near the battery compartment.